Event description:
Customer reported that she had high blood glucose and kidney issues. Paramedics were called and she was transported to the hospital and hospitalized in intensive care unit. Customer blood glucose reading was 670 mg/dl when paramedics arrived. Customer stated that the insulin pump drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Drive support disk was inspected and no anomaly was noted. Unit was received with scratched display window and cracked reservoir tube lip.